Event description:
The customer reported that she experienced a high bg (305mg/dl) within the first day of activating a new pod. Immediately after the high reading, the pod initiated a hazard alarm. A new pod was placed, which was successful in lowering her bgs. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damages to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.